Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Additional suspect medical device component involved in the event: model#: sc-4318 lot #: 20056525 description: clik x anchor. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had infection at the ipg site. Infection was not device or procedure related. Antibiotics were prescribed. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well post operatively.